Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the investigation results, it is likely that water or humidity invaded the device, causing damage to the image sensor unit and/or the printed circuit board in the connector. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in ltf-s190-5 operation manual chapter 3 preparation and inspection:3.8 inspection of the endoscopic system:¿ inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that no images appeared on the screen of the flex deflectable videoscope. The issue occurred before an unspecified procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.